Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that due to an unknown reason, the patient underwent a revision procedure where in the pocket was revised, and the implantable pulse generator (ipg) was replaced. It was also reported that the right spinal cord stimulation (scs) lead was replaced, and the left lead was adjusted and in use. The patient was doing well postoperatively.